Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is not confirmed. One unpackaged ar-9597-10 batch 37622320 was received for investigation. Visual evaluation noted no issues with the device. Functional testing with a good known, mating part, ar-9676, found that the device moved as expected in the shaft of the ar-9597-10.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/08/2024, it was reported by a facility representative via (B)(4) that two (qty.2) ar-9597-10, two (qty.2) ar-9597-20, and two (qty.2) ar-9676 angled reamer instruments are sticking. They occurred during use in a case with no patient impact.